Event description:
The customer reported that the system was intermittently displaying a fast stop activated error message. This error message will cause the system to shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended.